Manufacturer narrative:
Block b3: exact date unknown, event occurred recent months from date manufacturer was made aware.

Event description:
It was reported that the patient was experiencing difficulty charging the ipg. It was also reported that the patients ipg was difficult to program. The patient underwent ipg replacement procedure and was doing well postoperatively. The explanted product was kept by the facility.